Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: complaint sample: complaint sample not received for investigation. Retain sample: eight retain samples of the incident code nw3319 and lot number b9027 were retrieved for analysis. These packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. These packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles, discoloration of suture but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength meets the usp average knot pull tensile strength requirement. Extractable color test was performed over retain samples and compliant results were obtained. All the individual knot pull tensile strength test values for retain sample as well as extractable color test result were found meeting specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident is one and isolated case for code nw3319 lot b9027. No other event was reported for same description from other parts of country where this lot was distributed. (B)(4). Date sent to the FDA: 6/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch manufacturing records of b9027 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? In the ear lobe. What was used to complete the procedure? Vp2304 (4.0, vicryl). Please provide the procedure name and date. Ear lobe repairing, on (B)(6) 2021. Did the patient experience any adverse consequences due to this issue? No. Device is available. Pcf deferred due to quarantine restrictions. Note: events reported in 2210968-2021-04219.

Event description:
It was reported that a patient underwent an ear lobe repair on (B)(6) 2021 and suture was used. During the procedure, the suture strand broke. A different suture was used to complete the procedure. No additional information was provided.